Event description:
It was reported the patient was experiencing what he described as an auto reduction in his stimulation. The patient is scheduled to meet with his physician on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.